Event description:
The customer reported the ventilator was alarming due to an occlusion. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer reported the device would not function when powered on. Review of the device event log noted the reported occlusion occurrence and overvoltage protection circuit failure which may result in no airflow and cessation of function. The service engineer replaced the power management board to address the reported findings. Applicable final testing was performed and passed to operating specifications.